Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that she was hospitalized due to high blood glucose. The nurse also reported that paramedics were called due to seizure, high and low blood glucose. The customer's blood glucose was 220 mg/dl at the time of the incident. The customer's blood glucose was 300 mg/dl at the time of call. The nurse stated that the customer was admitted as an inpatient for medical treatment. The nurse stated that the time and date on the insulin pump was incorrect. The nurse declined to perform high pressure test. The nurse declined to troubleshoot for the low blood glucose. The nurse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.